Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
"Information received by medtronic indicated that the insulin pump was squirted insulin during priming and buttons of the insulin pump were not responding when pressed." Customer also reported that insulin pump had motor error alarms and battery life was diminished. The insulin pump was making unusual sounds during rewind and rewind was longer. Customer also stated the backlight was dim and battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.